Event description:
It was reported that the pump rebooted multiple times without user intervention. A family member stated that she inserted a new battery and battery cap; the pump continued to self rebooting. She denied cracks or damage to battery compartment; the battery cap was tightened with a coin until resistance was met and the o-ring was not visible. The family member noted that the pump makes a rattling sound when shook.

Manufacturer narrative:
There is no adverse event with this complaint. The pump was returned to animas for evaluation. During testing, the pump powered up as expected and was exercised for 24 hours without power issues. The complaint of re-boot without user intervention was verified in the black box and duplicated when the pump was shook. During investigation, a component from the printed circuit board was found to be loose and caused reboots when it made contact with any part of the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.